Event description:
The pulsar-18 t3 peripheral self-expandable stent system was selected for treatment of a severely calcified lesion (60 percent stenosis degree) in a mildly tortuous part of the mid popliteal artery. The lesion was pre-dilated as required, and the device was positioned, but the stent did not expand. Finally, when the system was removed, the stent came out as well.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation confirmed that the outer shaft has been retracted by about 53.5 mm. The stent has been fully released and was returned separately. The stent is not deformed or damaged. The device shaft dimensions comply with the specifications. The distal end of the retractable shaft shows a slight bulging, most likely induced during the crossing of the target lesion. The device shaft shows no damage or irregularity besides a kink at the distal end of the handle lever which, however, may have been induced during re-packaging for the return shipment. The safety button at the handle is in the unlocked position. Upon rotating the rotating wheel, the braided shaft retracts normally. Review of the production documentation confirmed that the device was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.